Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5 12.1, -12.50 diopter, implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise was observed, the lens remains implanted. On (B)(6) 2020 refractive treatment (lasik, prk, etc.) Was performed. Reportedly, "the amount of hiper correction is only xplained by a mistake in the lens power. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.